Event description:
Additional information indicated the malleable was used as a placeholder after an infected inflatable penile prosthesis was removed and until a new inflatable penile prosthesis was implanted. The device was reportedly fully functional.

Manufacturer narrative:
This follow-up MDR is created to document the corrected device information and event information, and the conclusion of the investigation. Two malleable rods were received. As the device was reported fully functional and a placeholder until a new inflatable penile prosthesis could be implanted, no further evaluation is deemed required. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, after infection of the inflatable prosthesis, the malleable was used and explanted. The device was reportedly fully functional.